Manufacturer narrative:
H10: multiple attempts were made on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 to try to obtain further information regarding device usage, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint reporting an oxygen (o2) device failure alarm occurred on the v60 ventilator. It is unknown if the device was in use at the time of the event. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code 1111 (o2 device failed) in the event log. The rse recommended replacement of the o2 valve and the data acquisition (da) printed circuit board assembly (pcba). A philips authorized service provider (asp) evaluated the device and replaced the oxygen mixing components which included the da pcba, the o2 valve, and the inlet filter. The device was operational and returned to service after repairs were completed. Investigation ongoing.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the da pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified passing results for high pressure leak test and o2 mix accuracy testing. The pil technician could not duplicate the da pcba failure. The suspect da pcba functioned on the stb without issue and operates as designed.